Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: upon visual inspection of the complaint device it can be seen that the thread (thread flanks) are deformed/damaged at the head, this thus confirming the complaint description. Also, some sections at the shank thread (thread flanks) are deformed/damaged. In addition, at the damaged locations are no coating (coloured) visible anymore, it seems that this damage resulted from implantation and contact to a hard, most likely metallic material. Furthermore, the screw recess and the tip are in good condition. Dimensional inspection: the investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device, therefore no dimensional inspection is needed. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the damage. Document/specification review: the investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device, therefore no document/specification review is needed. Summary: unfortunately we are not able to determine the exact reason for this occurrence, but we have to assume that the screw got in contact with a hard item (as a plate or similar) by insertion, base on a position or an angulation problem . To prevent such problems, it is necessary to operate according to the technique guide (dsem-trm-0115-0303-2a). The investigations performed didn¿t identify any manufacturing defect or deficiency, thus the complaint investigation is considered as not manufacturing related. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. H3, h4, h6: a device history record (DHR) review was conducted: part: 04.211.014s, lot: 6l54056, manufacturing site: selzach, supplier: (B)(4),release to warehouse date: 19.dec.2019, expiry date: 01.dec.2029. Since there is no allegation against packing or sterility, a manufacturing record evaluation was not performed. Part: 04.211.014, lot: 26p4813, manufactured by jabil inc.-monument. It is confirmed that the lot was released for sale in december 2019. A search in mdd nonconformance module confirmed that no nonconformances occurred during manufacture. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: screwdriver (part# unknown, lot# unknown, quantity# 1); va-lcp dhp 2.7/3.5 dorso-lat w/supp-lat (part # 04.117.004s, lot # 32p8239, quantity 1), va lockscr ø2.7 head 2.4 self-tap l16 ta (part # 04.211.016s, lot # 6l41867, quantity 1).

Manufacturer narrative:
Depuy the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Part: 04.211.014s, lot: 6l54056, manufacturing site: (B)(4), supplier: (B)(4), release to warehouse date: 19.dec.2019. Expiry date: 01.dec.2029. Since there is no allegation against packing or sterility, a manufacturing record evaluation was not performed. Part: 04.211.014, lot: 26p4813, manufactured by jabil inc.-(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent a surgery for distal humeral fracture using va-dhp and the locking screw. During the surgery, the surgeon could not lock the locking screw (16 mm in length) with the plate. He tried another locking screw (14 mm in length), but it could not be locked. The surgeon gave up inserting the screw into the screw hole of the plate because he suspected the thread part of the hole was broken. The surgery was delayed by less than thirty (30) minutes. No further information is available. Concomitant devices reported: unknown screwdriver (part# unknown, lot# unknown, quantity# 1). This report is for one (1) 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 14mm. This is report 1 of 3 for (B)(4).